Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle pierced through the bd pegasus¿ safety closed IV catheter system when withdrawing it from the vein. The following information was provided by the initial reporter, translated from chinese: "during the preoperative infusion and intravenous infusion operation of the patient, the closed needle-stick prevention intravenous indwelling needle punctures the hose when withdrawing the needle."